Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the nurse found that the infant had small amounts of blood underneath him. When the infant was moved, blood was noticed coming out of the side of the umbilical catheter line. The customer reports the baby only lost a couple ml of blood. The customer reports the device was found to have a crack in the port.

Manufacturer narrative:
Submit date: 04/09/2013. An investigation is currently underway. Upon completion, the results will be forwarded.